Event description:
It was reported that during the implant procedure of a right atrium leadless pacemaker (ralp), the protective sleeve was pulled back for mapping. The physician elected to move the device and counter-clicked the fixation knob before covering with the protective sleeve, and under fluoroscopy it was noted that the helix of the ralp was sprung. The ralp was not used and the physician elected to complete the procedure with a new ralp. There were no patient consequences.